Event description:
It was reported that the patient had to charge the ipg more often for longer periods of time. It was also noted that the patient experienced inadequate stimulation and pain at the ipg site. The patient underwent an ipg replacement procedure.